Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, failed repair may likely have been due to the patient's existing valve disease, as the native valve and band were replaced with a bioprosthetic valve.

Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that three months and twenty-five days post implant of this annuloplasty band, the band was removed due to mitral regurgitation. A bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.